Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the loading process and a "crackling" noise was heard while filling the cartridge. Customer changed the cartridge and infusion set to resolve the issue. Customer's blood glucose was 110 mg/dl.